Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer¿s mother pump does not deliver insulin accurately. She delivers a bolus via the meter and the pump gives the typical sound of delivering insulin but the blood glucose level does not lower. No adverse event alleged. A request was made for the return of the device.